Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us.

Event description:
It was reported that a bd 2 pc discardit ii¿ syringe malfunctioned during use. As they tried to inflate the balloon the syringe cracked resulting in liquid leaking out. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Sample evaluation: we have been provided with one sample which showed a big crack on the syringe barrel, confirming the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were assembled in machines nº4252, nº4251, nº4208, and nº4204 in lot #6312303 (november 7 - 14th, 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6313073, #6301171, and no problems, defects or qn were found. We have also reviewed the plunger lots #6313077, #6301177, and no problems, defects or qn were found root cause analysis: based on our experience and the kind of crack on the syringe, we think that the origin of the problem is caused due to a hard condition of handling or transportation. When a package of syringes is hardly hit due to a strong handling, the finger grips of some syringes can damage the wall of the opposite barrel, producing some crack. The packaging material has been tested to resist normal conditions of transportation, and the product is continuously inspected in the process. We must also take into account that plastic material is getting brittle with low temperatures. However, the barrel will only crack if we apply an excessive force on it. Confirmation: the returned sample presented a crack in the barrel wall. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.